Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Fm to enter.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported st elevation is likely a cascading effect of the reported air embolism. Air embolism and EKG/ECG changes (cardiac arrhythmias), as listed in the instructions for use, are known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1354 leak / splash.